Event description:
On (B)(6) 2012, the reporter called animas alleging that the down arrow keypad button has been sticking for the past week and is getting worse. The reporter stated that as a result, the patient has trouble locking and unlocking the pump on a daily basis. The patient reportedly wears the pump on the outside of the clothing and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact. Testing confirmed intermittent responses to button presses on the down arrow button. Multiple button presses requiring increasing force are required before the down arrow button will engage. The up, ok, and contrast buttons respond to presses. None of the buttons on the keypad have normal spring back or click. The keypad was removed for investigation revealing contamination under the contacts of all the buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.